Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A certified ophthalmic assistant reported a suction loss during lasik flap creation resulting in an incomplete flap. The patient returned three months later for photo refractive keratectomy and is doing well post operatively.

Manufacturer narrative:
The device history records (DHR) for the patient interface was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The root cause cannot be identified conclusively. Potential contributing factors to the lost suction and incomplete flap may be movement of the patient, improper docking or too much fluid on the eye. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Sample was returned. Failure analysis shows the reported problem cannot be reproduced with the returned patient interface. No deviation of docking or other issues can be detected. No problem was found with the patient interface. The reported problem cannot be confirmed. The manufacturer internal reference number is: 2018-24496.